Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that during use the implantable pulse generator (ipg) was found to have reached premature battery depletion during warranty time. The ipg was explanted, and no patient complications have been reported as a result of this event.